Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 479mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The programming on the insulin pump was correct. It was stated that the customer has been getting bent cannulas, but the insulin pump did not alarm. Performed a high pressure test and the test passed. It was stated that the customer does have scar tissue and she is very physically active. Advised the caller to discuss other infusion sets with the doctor to help preventing bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.